Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned complaint device consisted of a truepath device. The control unit, motor housing, working length, tip housing/tip were visually examined. There was damage to the distal end of the coil of the tip, as the coil of the tip was stretched and uncoiled at the end of the tip housing. It appeared that the tip had been shaped prior to use by the facility, as there was a bend just proximal of the confirmed tip coil damage. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the greens light lite but the red light also lite up and the tip did not rotate. The device was taken apart and the collet was loosened and removed, it was found that the drive shaft was kinked and separated from the motor at the location of where the blue shroud would separate the shaft if the shroud was turned. The fracture surfaces were ovaled, which suggests that the drive shaft was also kinked in the broken location, indicating the blue shroud was turned. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event as it was found that the tip coil was stretched and uncoiled and the drive shaft was broken and kinked.

Event description:
It was reported that a catheter fracture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A truepath cto device was selected for use. During the procedure, when trying to cross the occluded lesion, it was noted that the catheter shaft partially fractured. The device was removed from patient's body before it became completely separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a catheter fracture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A truepath cto device was selected for use. During the procedure, when trying to cross the occluded lesion, it was noted that the catheter shaft partially fractured. The device was removed from patient's body before it became completely separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.